Manufacturer narrative:
The product was not returned for eval and with the statements provided by the initial reporter the device did not contribute to the event. Moog considers this event closed.

Event description:
A pt had a post operative infection in which an accufuser pain pump had been used. The individual from the infection control dept of the surgery ctr that reported the complaint to moog was contacted for more info. She stated that she believes that the accufuser did not have any involvement in the adverse event as the pump was removed 24 hours post operation and that the infection site healed properly. The pain pump site was different than the surgical incision site and the pain pump site was not the infection site. The surgical incision site was where the infection occurred. There was no claim by the reporter that the device malfunctioned.